Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed an alert for elective replacement indicator (eri) with date of (B)(6) 2013 which is prior to the implant date of the pacemaker. No changes or intervention was reported. There were no patient consequences.

Event description:
Additional information received notes that the pacemaker was explanted and replaced. There were no adverse patient consequences.

Manufacturer narrative:
Reported event of false eri was confirmed. The device was at elective replacement indicator (eri) level upon receipt and battery voltage recovered during analysis due to device being without load after explant. Analysis of device image and session record provided show elective replacement indicator (eri) alert had been falsely triggered and end of service (eos) alert was detected by hardware. The cause of elective replacement indicator (eri) and end of service (eos) alerts noted could not be determined.